Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient (unknown age, gender and race) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After approximately one hour, the pump was in the wrong position in the aorta. The physician declined assistance from abiomed representative and explanted the impella cp. No patient harm was reported.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible. It was reported that the root cause of the positioning issue is most likely due to use as the md was offered support with positioning from csc but declined. There was nothing reported about the patient¿s condition or any malfunctions with the device. There were insufficient clinical details, no product or data logs returned.